Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes problem of oil gel globules in biochemical yellow tube leads to frequent needle blocking. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: ¿the problem of oil gel globules in biochemical yellow tube leads to frequent needle blocking in biochemical instruments in outpatient and clinical laboratory departments.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode oil gel globules, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules based on photos and video provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes problem of oil gel globules in biochemical yellow tube leads to frequent needle blocking. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: ¿the problem of oil gel globules in biochemical yellow tube leads to frequent needle blocking in biochemical instruments in outpatient and clinical laboratory departments.¿